Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient didn't use his device anymore, but it still came on once in a while, "even though it was supposed to be dead." It was reported that the patient wished that the device would be taken out and wanted a magnet to be able to turn it off. Additional information stated the patient had a loss of therapeutic effect and the patient had two implantable neurostimulators implanted. It was reported the patient wanted their device removed because it was "annoying" and no longer helping with his symptoms. It was also reported the patient's device had turned on by itself and it "should be off." It was reported the patient was working with a representative and the condition had been occurring for multiple weeks prior to report. It was stated the patient said the device was supposed to be taken out and a previous representative checked the device and told him the device was "dead." It was reported the patient stated his device is still working and it is "driving him crazy" and he "cannot walk right." It was also reported the patient had an appointment scheduled to meet with his healthcare provider in (B)(6) 2013, but he "cannot wait that long." The day of report, it was also stated the patient had one device that was used for his legs and one device that was used for his left abdomen and neither of them could be turned off. It was reported the patient tried to charge the batteries on the programmer using a magnet and it was unsuccessful. It was also reported the patient had an appointment scheduled to have a CT scan on (B)(6) 2013. See manufacturer report #6000032-2013-00019.

Manufacturer narrative:
Product ID neu_unknown_lead, serial # (B)(4), implanted: (B)(6) 1992, product type lead; product ID 7496, serial # (B)(4), implanted: (B)(6)1990, product type extension; product ID 7424, serial # (B)(4), implanted: (B)(6) 1992, product type implantable neurostimulator. (B)(4).